Manufacturer narrative:
(B)(4). Lot number, catalog number, expiration date. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a white particle floating in a small volume intermate. The particulate matter was identified after the device was compounded with ceftazamine, during the storage of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed white, floating particulate matter inside of the device. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.